Event description:
Additional information was received from the manufacturer representative. It was reported that there will be no additional steps taken to resolve the issue of the damaged lead. The patient still had 1 electrode in their body from the previous lead, issue had not been resolved. It was reported that no additional surgery will be done to remove the electrode left behind.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the lead fractured, damaged, or broken. 0 electrode from lead during removal remains in foramen. The patient is eligible for full body MRI by meeting criteria of lead placement on left side and existing electrode 0 on right side and >2 cm. Hcp attempted to remove and was unable to do so.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID: 3889-28 (lot: va0nqz9); product type: 0200-lead; implant date: (B)(6) 2014; explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.